Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during a procedure at an unknown location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2025. The anatomy location is unknown. During the procedure, the clip appeared to have dislodged spontaneously during insertion, without any deployment action being taken. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.